Event description:
The customer reported receiving a low battery alarm. He had replaced his battery and now his insulin pump would not turn on. The customer stated he had tried 9 different batteries. The customer's blood glucose was unknown. He also reported that his battery does not last more than a week. Customer also reported that he did not receive a weak battery alert. The customer requested a new insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump received with currents in specifications. No unexpected low battery alarm. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)